Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qqn2, implanted: (B)(6), 2015 explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that the patient noted that 3 months after implant she fe ll and the device stopped working. Her urgency/ frequency returned. The patient also had a history of ms which complicated her issues. The patient came to the hcp complaining of symptom return. Battery interrogation was performed with no apparent issues with impedance or system function. The hcp changed the patient's program to see if that would help with her issues. On (B)(6) 2015 the hcp tried to revise the implant but was not satisfied with intraoperative sensory/ motor responses so the system was explanted. The hcp had no intention of re-implanting the patient. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.